Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received, a user self catheterized on (B)(6). He felt a light resistance but succeeded in self-catheterizing. He noticed some trace amount of blood on the catheter when withdrawing it. On (B)(6), when he got up he noticed that the bag attached to his urisheath was full of blood. He was hospitalized for ureterorrhagia and had an indwelling catheter for 15 days. He left the hospital on (B)(6). The individual saw his urologist and had an endoscopy on (B)(6). The exam did not reveal any problem and everything is now ok for him.